Event description:
It was reported that the patient experienced a burning sensation and pain. The reporter stated that all of the impedances were >4,000 ohms and a lead fracture was suspected, due to the patient stretching on the floor. It was also stated that the health care provider (hcp) was expected to meet with the patient to decide how to revise the leads. It was noted that an x-ray was performed, but results were not reported. It was later reported that the hcp planned for a revision of the leads and possible generator. The appointment was scheduled for (B)(6) 2012. It was reported a day after the revision that the patient had both leads replaced and seemed to be getting "good" pain pattern coverage. The reporter stated a reprogramming with the patient was scheduled for (B)(6) 2012. No additional information was available at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Follow up reported, the patient was reprogrammed after the revision and was getting "solid" pain pattern coverage. No further information was reported.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37092 lot# 284190002, implanted: 2011 (B)(6), product type accessory product ID, 355531 lot# n297140, implanted: 2011 (B)(6), product type screening device product ID, 3550-39 lot# n297934, implanted: 2011 (B)(6), product type accessory. (B)(4).